Manufacturer narrative:
Retrospective quality review indicated, this complaint should have been MDR reportable. A review of the complaint management system showed that this was the second of three complaints of this type of incident to be reported. All the incidents were related to use of the device by one surgeon. The investigation determined that the user is choosing implants of a greater height for insertion into smaller spaces resulting in increased torque on the inserter prongs at the time of insertion. The failure modes and effects analysis (fmea) for vue.pod system was updated to include inserter tip breakages.

Event description:
The reporter stated that during a spinal surgery procedure for insertion of a posterior intervertebral body fusion device, one of the inserter tips broke off the instrument inside the sleeve. There was no reported adverse outcome for the pt.